Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the audio bolus button was unresponsive due to contamination under button contact and the button contact actuator was misaligned. The display screen was dim and discolored. The battery compartment was cracked below the grip pad to the case seal. Unrelated to the other malfunctions, the keypad cover was peeling below the ok keypad button. No contamination was found after removing the keypad cover. All of the keypad buttons were normally responsive. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim, the battery compartment was cracked, and the audio bolus button was unresponsive due to contamination and a misaligned contact. This report is made based on results of investigation completed on (B)(4) 2014.